Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the device failed the therapy testing. There was reportedly no patient involvement. The remote service representative worked with the customer. An operational check was run, and it corrected the problem. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.